Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that after the software update, the programmer¿s cursor jumped across the screen, exhibiting autonomous cursor movement. It was noted that software update-related errors were observed in the log file. Electromagnetic interference (emi) repair was performed as a preventive measure to avoid screen issues with the finger touch option. Hardware updates were performed, the touch screen and stylus were calibrated, and the software was reinstalled and updated. It was noted that the lower hinges were worn, the upper and lower case (handle) and lower bullets assembly were broken, and the medtronic logo button was missing. Additionally, the cooling fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the software update, the programmer's cursor jumped all over the screen, exhibiting an autonomous cursor issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.